Manufacturer narrative:
A customer in germany notified biomérieux that they obtained an incorrect organism identification in association with their vitek® 2 ast-st03 card (ref.(B)(4)) and the vitek® 2 instrument, software version 9.02 (ref.(B)(4), serial# (B)(6)). The investigator identified the following: when ¿str.equi zooepidem¿ is chosen from the drop down list, the organism displays the isolate¿s organism as ¿str. Equinus¿ after the isolate is saved. Str. Equinus is incorrectly displayed in the isolate detail screen. However, the isolate results are not re-analyzed, which indicates that the organism was not actually modified from its originally selected organism, but the displayed organism remains incorrect in the isolate detail. Another indication that the isolate organism value was not actually updated is the ast interpretations or aes phenotypes, mic distributions and therapeutic corrections results are not changed. The isolate work list view and isolate lab reports both show the correct organism name value str. Equi zooepidem. Root cause the root cause is that the third party kendo software component that handles the organism drop-down in the web client isolate view user interface does not handle the display of these two organisms in the knowledge base correctly. The investigation concluded that there is no impact to the test results generated by the vitek® 2 systems software for tests run using the ast-st product with the organism str. Equi zooepidem and is a display-only issue. Corrective actions the investigator forwarded to the customer the following workaround details: anytime str. Equinus or str. Equi zooepidem is displayed as the organism in the isolate detail view, compare it to the lab report for that isolate. The lab report is the accurate source of organism information in this case. However, this alone is not an acceptable workaround because the customer may not always remember to refer to the lab report. An acceptable workaround would be to write a bioart rule(s) to alert the customer, stop the isolate for review, and display an internal comment. The internal comment would indicate that the isolate worklist view and lab report are correct and the isolate detail screen is incorrect. A customer service notification (csn) will be issued to level 1 customer service support to notify of the workaround. Customer service will utilize the csn as a support tool to assist customer¿s that contact biomérieux when experiencing this anomaly.

Event description:
A customer in (B)(6) notified biomerieux of an incorrect organism identification (ID) being displayed in association with the vitek® 2 ast-st03 card (ref. 421040) and the vitek® 2 instrument, software version (B)(4) (ref. 423041, serial# (B)(4)). The software is displaying the correct ID in the worklist and lab reports, but when the customer opens the isolate in isolate detail view, they see a different organism listed. The customer states it is not possible to select strain-ID streptococcus equi ssp zooepidemicus. The system always reverts to streptococcus equinus. Note: streptococcus equi ssp zooepidemicus is included in the ast-st03 knowledge base. There is no indication or report from the laboratory that the discrepant displayed result led to any adverse event related to any patient's state of health. Biomerieux will initiate an internal investigation.